Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at the ipg incision site. The patient stated that pus was coming out of the ipg incision site and that she experienced pain at the site. As such, the patient underwent a incision and drainage procedure on (B)(6) 2018. The patient was treated with oral antibiotics. Follow-up information revealed the patient underwent surgical intervention wherein the ipg was removed on (B)(6) 2018 due to the infection.

Event description:
Additional information confirmed the patent had staph infection. The patient has completed the round of antibiotics and will follow-up with the physician as the next course of action.